Manufacturer narrative:
According to the customer, "the knob on the cylinder is stuck open and caused the lift to lower and hit the end user in the face." The customer stated, "the hydraulic cylinder valve is stuck in the open position which does not allow the cylinder to lift the boom arm." Per the customer, "the user has bruising around her eye" and is using "eyedrops." No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "the knob on the cylinder is stuck open and caused the lift to lower and hit the end user in the face." The customer stated, "the hydraulic cylinder valve is stuck in the open position which does not allow the cylinder to lift the boom arm." Per the customer, "the user has bruising around her eye" and is using "eyedrops."